Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. Upon inspection the device was able to obtain readings as normal and alarm visually and audibly during alarm conditions. Visual inspection upon receiving revealed cracks on the receiving end of the sensor. The device would lose connection to the sensor when the sensor was moved around due to the crack on sensor connector. The customer's complaint was duplicated. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
The customer reported intermittent spo2 readings (module will be able to show spo2 values and then suddenly values will disappeared without alarm). No consequences or impact to patient were reported.